Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device failed the power up test with an abnormal noise from the fan. Additionally, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomed dept with a note that stated "s233 malfunction alarm". No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. No additional info was provided.